Event description:
The following was reported to hamilton medical ag: the ventilator passes the checkout process for invasive and noninvasive modes but alarms high flow when on ncpap/ps. The patient was moved to another ventilator. No harm to the patient was reported. Same problem occured with other 3 devices, all produced the same alarm.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Following was reported: "we have a c1 that passes the checkout process for invasive and noninvasive modes but alarms high flow when on ncpap/ps. The pressure line was replaced, recalibrated, and even tried adding the flow sensor (all with the patient on another device). All produced the same alarm. Flows delivered range from 17-25, give or take. Audibly the flow delivery sound is substantial, and the patients notice its delivery. Patients have been bucking that particular vent", this record contains information of patient involvement. The problem was identified during ventilation. The ventilator has been replaced. Neither harm to patient, user or third party nor a treatment delay was reported. The device alarmed repeatedly for 'high pressure' and 'high flow', between 22.12.2024 03:27:09 and 24.12.2024 08:45:37; as well as other effect alarms: 'loss of peep', 'low pressure', 'wrong expiratory valve': the root-cause is a defective pressure sensor assembly. The pressure sensor assembly was replaced. After the replacement, no further issues regarding the device were reported.